Event description:
Patient with left hip pain, high serum metal ions (cobalt/chromium) radiolucency around acetabular component and presence of fluid on ultrasound. During revision surgery, tissue necrosis around acet.; and large fusion within hip joint. Intraoperative kroger section pathology confirmed.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The device history and complaint review has previously been completed regarding product. The analysis showed no trend for item/lot. The product was not returned. Evidence that product in specification when used.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00603, 00604, 00606, 00607.